Event description:
It was reported that during a prostate procedure, "the side-firing fiber was firing from the side where the blue arrow is and not where the red stop sign appeared at 0 joules". User also noted that "it seemed like the fiber cap was twisted". The fiber condition would likely result in activation of the systems fiberlife function, which would modulate the power, showing a pulsing beam or system would be placed into standby mode. "The customer did not bring a second fiber for this specific procedure." The procedure was completed by turp. "No harm to the patient" reported.